Manufacturer narrative:
The exact implant date is unknown, if received, it will be provided. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2008. In or about nine years and 8 months later, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc and abutting up against adjacent vessels due to approximately 2 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2008. In or about (B)(6) 2017, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc and abutting up against adjacent vessels due to approximately 2 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2008. Approximately nine years after placement, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, significant perforation of the inferior vena cava (ivc) and abutting up against adjacent vessels on approximately 2 struts. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates the filter was implanted due to deep venous thrombosis. The patient is reported to have experienced clotting, occlusion of the inferior vena cava, the filter is unable to be retrieved although there have been no known recorded retrieval attempts. According to the discovery form, medical conditions outlined include a history of deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include caval perforation of several prongs. One of the right-sided struts abuts the right spermatic vein and one of the left inferior vena cava struts abuts the aorta without evidence of penetration. The patient further reports physical pain and suffering, emotional pain and suffering, loss of enjoyment of life, physical disfigurement, past and future medical bills, and other related medical treatment costs.

Manufacturer narrative:
Correction to section d2 (product code). Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Approximately nine years after placement, a CT scan revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, significant perforation of the inferior vena cava (ivc) and abutting up against adjacent vessels on approximately 2 struts. Per the patient profile form (ppf), the filter was implanted due to deep venous thrombosis (dvt). The patient reports clotting, occlusion of the inferior vena cava, the filter is unable to be retrieved although there have been no known recorded retrieval attempts. One of the right-sided struts abuts the right spermatic vein and one of the left inferior vena cava struts abuts the aorta without evidence of penetration. The patient further reports physical pain and suffering. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. Approximately nine years after placement, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, significant perforation of the inferior vena cava (ivc) and abutting up against adjacent vessels on approximately two struts. The patient is also reported to have experienced clotting and occlusion of the ivc, the filter is unable to be retrieved, although there have been no known recorded retrieval attempts. The patient has a history of deep vein thrombosis (dvt) and hypertension. The patient presented to the physician¿s office with shortness of breath and was ruled out for a pulmonary embolism. The indication for the device implant was dvt. Of note, the patient has significant family history of dvt in the first and second relatives. The filter was implanted via the right common femoral vein, the filter was deployed and seen to stay next to the l3 vertebral body. A vena cavogram could not be performed due to the patient¿s allergy to dye. The procedure was completed without reports of injury. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.